Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose was 800 mg/dl at the time of the hospitalization. Customer was throwing up. Customer was told to continue with her pump therapy. Customer was not wearing the pump at the time of the hospitalization. Customer was off the pump for 6 days and was on an IV insulin drip. Customer stated that for 5 days straight she could not even eat ice chips. Customer stated that she is a very brittle diabetic. Customer stated that her husband had to use glucagon shots on her. Customer declined troubleshooting for her low blood glucose. Customer stated that her husband sets up her pumps. Customer stated that her husband set up her pump where she cannot bolus over 4.0 units. Customer stated that the health care professional checked out her pump and stated that everything was fine when she was in the hospital. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.